Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-01253 and 2134265-2016-01252. It was reported that automatic pullback failure occurred. The target lesion was located in left anterior descending artery (lad). An ilab ultrasound imaging system was used in conjunction with opticross¿ imaging catheter and pullback sled to visualize the target lesion. During procedure, the opticross imaging catheter had encountered difficulty crossing the lesion due to protrusion and left thrombosis after stenting. Pullback was then performed for about 10 times however, in the midway of pullback, the opticross imaging catheter stopped then error 226 occurred. The physician checked the sled and connection part of the opticross but the same issue occurred. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Corrected device lot number from 18602793 to 18566402. Corrected device expiration date from 08-nov-2016 to 05-nov-2016. Corrected device manufactured date from 10-nov-2015 to 09-nov-2015. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no damages or failures on the ccp board assembly. There was damage observed on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the mdu and not connection issues or errors were detected during its testing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-01253 and 2134265-2016-01252. It was reported that automatic pullback failure occurred. The target lesion was located in left anterior descending artery (lad). An ilab ultrasound imaging system was used in conjunction with opticross imaging catheter and pullback sled to visualize the target lesion. During procedure, the opticross imaging catheter had encountered difficulty crossing the lesion due to protrusion and left thrombosis after stenting. Pullback was then performed for about 10 times however, in the midway of pullback, the opticross imaging catheter stopped then error 226 occurred. The physician checked the sled and connection part of the opticross but the same issue occurred. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good.